Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump displayed a "check plunger/clutch" error during the occlusion test. It was also reported that the plunger gasket is missing. There was no patient involvement.

Manufacturer narrative:
One medfusion 3500 pump was received with the top case cracked and serial number (B)(4) missing from the display. The event history log was reviewed and there was a check clutch/plunger error. Multiple flow and occlusion tests were performed. The plunger gasket was pushed inside the pump because there was no grease on the plunger tube. The reported "check plunger/clutch" error was unable to be duplicated. The clutch half's left and right was replaced with leadscrew and spring as a preventative measure since the parts were over 6 years old. The new case will have a tube gasket. The missing serial number (B)(4) was installed into the display. The damaged top case was replaced. The device was cleaned, greased and calibrated, the power up process was performed, occlusion test and all functional tests passed. The l-bracket and power cord were returned with the pump.